Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient experienced severe urinary incontinence, vaginal pain, pelvic pain, discharge, dyspareunia and other injuries not specified. All other information is unknown and unavailable.